Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00163 on 11-jun-2024. Additional information (12-jun-2024): the customer reported that the correct results were reported to the physician(s). The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that discordant calcium (ca) results were obtained on approximately 50 patient samples on a dimension exl with lm instrument. Quality controls (qcs) recovered within ranges on the day of the event. Sampler ultrasonics unable to mix errors were also obtained on the day of the event. The customer calibrated the assay twice and installed a new flex. As per siemens recommendation, the customer tightened, aligned, and cleaned the sample probe. Siemens further evaluated the event and concluded that probe alignments potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported discordant calcium (ca) results that were obtained on approximately 50 patient samples on a dimension exl with lm instrument. The initial results were not reported to the physician(s). The samples were repeated on the same instrument. The customer did not provide any patient data. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.